Event description:
It was reported that pump displayed repeated malfunction alarm with code 12, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if needed, while technical support arranged shipment of replacement pump with updated software, confirmed shipping and signature requirements, instructed customer to place pump in storage mode and return it within 10 days using provided materials, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.